Event description:
Cement set/hardened at 6 minutes, implantation abandoned and new batch mixed.

Manufacturer narrative:
The devices associated with this report were not returned. The retesting of this product has clearly demonstrated that it still meets all handling and setting time specifications. However one of the following could have potentially aided the uncharacteristic behavior mentioned: conditioning and storage of the samples, operating theatre temperature, mixing technique. Retained samples were tested for the dough time, setting time and handling characteristics; all results are within specification. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records found one unrelated non-conformance for this batch; micro and sterility tests passed. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.